Event description:
It was reported that this right ventricular (rv) lead was high capture thresholds, loss of capture, and under sensing were noted on this right ventricular (rv) lead. An xray was performed and the rv lead was noted to be dislodged. The patient was hospitalized pending revision. This rv lead remains in-service at this time. No additional adverse patient effects were reported. Additional information was received. This rv lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was high capture thresholds, loss of capture, and under sensing were noted on this right ventricular (rv) lead. An xray was performed and the rv lead was noted to be dislodged. The patient was hospitalized pending revision. This rv lead remains in-service at this time. No additional adverse patient effects were reported.